Event description:
It was reported that the ventilator generated low expiratory minute volume alarms while it was connected to a patient. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced. Provided ventilator logs were reviewed. On the reported event date, the ventilator generated alarms for expiratory minute volume low and high airway pressure. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).